Event description:
The pt alleged that a pump was not responding to pressing of the up arrow button. The pt also claimed that there is a hole on the keypad above the up arrow button but denies any exposure of the device to water. The pt also denied that the keypad was peeling.

Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.